Event description:
Procedure: lap chole. According to the reporter: the valve adapter clear plastic cracked or broke off. Saline from syringe sprayed on surgeons. Valve is ne design, has major issues. Current patient status: ok. As stated by the rep, (B)(4). There was no unanticipated tissue loss. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).